Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a button error alarm. The customer¿s blood glucose level was 70 mg/dl. The insulin pump was not bumped nor dropped. The insulin pump was not exposed to moisture. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing . The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and peeling address/serial number label.